Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspected confirmed the helix was extended and had body fluid contamination. X-ray of the confirmed the fracture in the anode approximately 26 cm from the terminal. The fracture occurred in the clavicle area and was likely fatigue related.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, there were many episodes of ventricular arrhythmias. The electrograms showed noise on the right ventricular (rv) lead. X-ray was performed and confirmed a rv lead fracture between the first rib and clavicle. Rv loss of capture was observed when touching that area. It was noted the patient had an underlying rhythm of 40 bpm. The rv lead was reprogrammed to unipolar until the revision procedure could be performed. This lead was successfully explanted and replaced. No adverse patient effects were reported.